Event description:
In august 2002, the pt was seen by a company rep. Testing performed indicated current spread between six electorde contacts. The pt did not report any decrease in sound quality at that time. In april 2003, the pt was seen by a company rep for device evaluation. Testing performed indicated current spread between eight electrode contacts. Programming adjustments were made. The pt continued to perform well while using the sound processor. The pt did not report any decrease in sound quality at that time. In 2003, the company was notified by the center that the decision was made to explant the pt's device due to the measured current spread between the electrode contacts.